Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a few hours after the procedure, this right ventricular (rv) lead had dislodged. Additional information received entailed that this lead has either dislodged on its own or after the patient received appropriate tachy therapy. Nevertheless, the lead was repositioned successfully and remains in service. No additional adverse patient effects were reported.